Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella pump was returned and was visually inspected. There was biomaterial ingestion noted around the impeller. No broken blades nor cannula kink was observed. The cause of the low pump flow issue was biomaterial ingestion. D.4 revised model number from the initial submission in accordance with updated procedures. D.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 codes 4114 (device not returned) and (3233) results pending completion of investigation were inadvertently omitted from the previously submitted report and have been added to this report.. The product has been returned since then and the investigation has been completed.

Event description:
The complainant reported a 67-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella rp flex device for mechanical circulatory support. The impella rp flex was placed but due to low flows from the pump, the team explanted the pump after just under 14 hours. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.